Manufacturer narrative:
The actual complaint product was not returned for evaluation. A review of the device history record is not possible as no lot number was provided. All information reasonably known as of 15-feb-2019 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical, inc. Represents all of the known information at this time. Avanos medical, inc. Has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the avanos medical, inc. Complaint database and identified as (B)(4). Device was not returned.

Event description:
Fill volume: 146 ml, flow rate: unknown, procedure: unknown, cathplace: unknown. It was reported a fast flow event occurred. The c-series pump was running at a faster rate than what was expected. This device infused in approximately 21-hours instead of 24-hours. No additional information was provided.